Manufacturer narrative:
Revised customer entity to- (B)(6) hospital. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer notified bd with a generalized report of continued problem with air in line during a 10% octagam infusion. The nurses note that with each additional bottle of 10% octagam the more air in the IV tubing and the pump module alarms, air-in-line. The nurses are changing the tubing mid-infusion in order to complete the entire dosage of the intravenous immunoglobulin.

Event description:
The customer notified bd with a generalized report of continued problem with air in line during a 10% octagam infusion. The nurses note that with each additional bottle of 10% octagam the more air in the IV tubing and the pump module alarms, air-in-line. The nurses are changing the tubing mid-infusion in order to complete the entire dosage of the intravenous immunoglobulin.

Manufacturer narrative:
The customer report of air in line during an infusion was not confirmed. During visual inspection, it was noted that the set was received with air bolus throughout the tubing. Functional testing did not to replicate an air bolus within the set or any air-in-line alarms during infusion. Pressure testing found no anomalies; the set was pressure tested while submerged underwater, air pressure was incrementally increased from 5 psi to 30 psi. No leaks were observed. The root cause was not identified.

Manufacturer narrative:
Correction b2: remove disability.

Event description:
The customer notified bd with a generalized report of continued problem with air in line during a 10% octagam infusion. The nurses note that with each additional bottle of 10% octagam the more air in the IV tubing and the pump module alarms, air-in-line. The nurses are changing the tubing mid-infusion in order to complete the entire dosage of the intravenous immunoglobulin.